Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 18043109, UDI: (B)(4).

Event description:
It was reported that the patient's leads had high impedances. The patient underwent a revision procedure wherein the percutaneous leads were replaced with a paddle lead. The patient was doing well and getting coverage of all pain areas. The explanted devices were not returned.